Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed rewind test, self-test, a21 error test and displacement test. No unexpected off no power, low battery, battery out limit, failed battery test alarms or rewind anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had sudden power downs, was slower to rewind and had to change battery changes frequently. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.